Event description:
It was reported that during treatment the device would work for 5-10 minutes, then just stopped, no suction/no saline but the lights would still be on. Troubleshooting was performed first by unplug it, wait 5-10 sec, then plug it back in but the problem was not solved, then a different handpiece was tested but there was no success. Lastly, all connections were jiggled with no success and the lights would still remain on, but the device was not functional in any way. A backup device was not available and there was no delay in the case because the physician used a manual debrider (curette, scissors/etc) with no harm to the patient. This has happened off and on for the last 4/5 weeks. A call was made to the customer and it was reported that this problem was experienced with 10-15 patients. An investigation letter is not required.